Event description:
Subsequent information was received that during a routine follow up visit, the patient's device and lead impedance and shock measurements were taken. During device testing the shock impedances continued to be less than 20 ohms. It was noted that the patient has an implanted neurostimulator. A boston scientific technical services (ts) agent was contacted and advised that the impedance test utilizes a very low energy pulse which can be affected by external emi sources. Depending on what the patient was doing and if the stimulator was active, it could be impact the impedance reading. The field representative advised the physician maybe contacted with this information. The lead and device remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that on (B)(6) 2012, that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had caused an additional red alert to be declared due to low shock impedances of less than 20 ohms. At this time the device and lead remain in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had caused a red alert to be declared due to low shock impedances of less than 20 ohms. During device testing the daily test measurements had dropped below 20 ohms several times. The device delivered a 31j shock and converted the atrial fibrillation arrythmia and had normal shock impedance measurements of 43 ohms. No additional adverse patient effects reported. Device and lead remain in service.

Event description:
Additional information was received that this lead was explanted and replaced due to low shock impedances. It was also noted that patient was experiencing diaphragmatic stimulation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.